Event description:
It was reported that customer experienced continuous glucose monitor error while using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to perform pump reset, and after reset error did not recur and sensor session was successfully started.